Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). When all three icons are illuminated, the device likely would not have sufficient power to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed ionic residue on a resistor, designator r35 from the digital pcb assembly. The ionic residue caused excess electrical leakage which was depleting the internal hlc battteries. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.